Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on "transverse/posterior approach decompression instrumentation spinal fusion of l3-s1 using rhbmp-2/acs has just been made apparent after 12 years of battling complications stemming from "failed back surgery", exploratory revision operation was done 5 weeks post-operatively and rhbmp-2/acs was also used during this procedure. Complication ranging from permanent nerve damage and radiculopathy, ectopic bone growth, vascular damage leading to chronic deep vein thrombosis, post thrombotic syndrome. May-thunder syndrome resulting in stent placement. Bilateral pulmonary embolism, chronic degenerative disc disease, pain and suffering, decreased quality of line due to disability (pain, swelling, altered gait, and much more)."